Event description:
Reporter indicated a physician could not align the screen on the vns handheld programming computer. Troubleshooting did not resolve the issue. The handheld was returned to the manufacturer and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.